Event description:
It was reported that a malfunction of the diagnostic ultrasound system with transesophageal (te) probe resulted in the delay of cardiac surgery. The surgery was resumed after a replacement device was located. It was estimated that the delay caused the pt to be under general anesthetic for an additional four hours. No injury was reported.